Event description:
Surgical laser malfunctioning. Power lost when increased the emission. Smoke from rear of the diode. Unaware of presence of patient.

Manufacturer narrative:
Cable screws were loose of the diode. Tighten the screws and recalibrated.